Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). This device is upgraded from sys98xt to a cs300, no UDI is provided as product was discontinued prior to gudid implementation timeline. A getinge field service engineer (fse) checked unit for a helium leak. Performed several leak test on this unit and could not verify a leak. Returned unit to service. Completed safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.